Event description:
It was reported that the camara head no longer turns on. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed and poor watertightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.